Event description:
It was reported that in surgery, the doctor had difficulty removing the needle to advance the catheter into the pt. As a result, the catheter was replaced with a new one to successfully complete the procedure. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.